Event description:
Customer reports 2 false positives versus molecular test. Patient was asymptomatic. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.